Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 470mg/dl. Customer current blood glucose was 140 mg/dl. The customer had no any symptoms. Based on customer report cannula was bent. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The concomitant medical products have been included with this report.